Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a malfunction 4 code. The customer's blood glucose (bg) level was 442 mg/dl with a moderate to high level of ketones. Insulin injections were administered to address the bg level and water was being consumed to address the ketone level. The customer was to use insulin injections to manage diabetes.